Manufacturer narrative:
There was no death associated with the defibrillation treatments. The pt received an ICD. Device eval summary: device eval of monitor sn (B)(4) was completed. The monitor was returned as routine maintenance and found to be fully functional. No complaint was initially generated as zoll, at that time, was unaware of the reset following the final treatment. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset.

Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following treatment on (B)(6) 2014. Zoll tech support reported that the pt received appropriate treatments on(B)(6) 2014. The lifevest deployed gel at 18:59:28 on (B)(6) 2014 and subsequently delivered an appropriate treatment at 18:59:40. The rhythm prior to the treatment was ventricular fibrillation (vf), a treatable rhythm. The post-shock rhythm was bradycardia at 35 bpm transitioning to sinus rhythm at 95 bpm. The response buttons were not used prior to the treatment. The pt was transported to the hosp following with event, received replacement equipment, and continued to use the lifevest. On (B)(6) 2014, the lifevest delivered four add'l treatments to the pt while in the hosp. At 14:48:24 on (B)(6) 2014, the lifevest appropriately treated the pt in response to vf. The post shock rhythm was bradycardia at 45 bpm transitioning to sinus rhythm at 90 bpm. At 15:51:04, the lifevest delivered another appropriate treatment to the pt in response to ventricular tachycardia (vt) at 300 bpm. The post shock rhythm was bradycardia at 50 bpm transitioning to sinus rhythm at 94 bpm. At 16:59:13, the lifevest inappropriately treated the pt in response to sinus rhythm at 75 bpm with occasional premature ventricular contractions. Multiple counting contributed to the false detection. At approximately 17:38:36, the lifevest delivered a final treatment to the pt. The rhythm at the time of the event is unk. The monitor reset following the treatment. The response buttons were not used prior to any of the treatments. After the treatment events on (B)(6) 2014, the pt's doctor ended use of the lifevest in order to implant the pt with an ICD on (B)(6) 2014. There was no death associated with the defibrillation treatments.